Manufacturer narrative:
Strain relief. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model and serial number. The info has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the prot or the connector tubing."

Event description:
Surgeon reported, a "leak of access port tubing." There is no add'l info at this time. Follow up is in progress.